Event description:
Adverse event(s): "visus decreased" (vision, impaired). "Product problem(s): "opacification of an iol" (material opacification [iol (intraocular lens) implant]). A surgeon reported, noting opacification of an intraocular lens (iol) thirteen years following the implant surgery. The surgeon reported, the patient's visual acuity was decreased.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B) (4). (B) (4). (B) (4).